Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy bumpy rash under the lifevest equipment. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed benadryl for the skin irritation. Outcome of the irritation is unknown.